Manufacturer narrative:
Device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e70 and motor error alarm due to a35 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 100 mg/dl. Customer stated the drive support cap appears normal. Customer stated that they tried to troubleshoot the insulin pump and they got getting a motor error. Customer stated they reported motor position encoder error alarm. Customer was unable to clear the alarm. The device will be returned for analysis.